Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-12092, 1627487-2019-12093, 1627487-2019-12094. It was reported that patient experienced a fall and lost effective stimulation. X-rays confirmed that 3 out 4 leads migrated. As a result, surgical intervention was undertaken during which the leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which leads had migrated, so all 4 of the patient's leads are being reported.